Manufacturer narrative:
The following devices were also listed in this report: size 2 accolade ii 127 deg; cat# 6721-0230; lot# 75939801; trident 0 deg x3 insert 32mm ID; cat# 623-00-32b; lot# e78r1e; 32mm +8 lfit v40 head; cat# 6260-9-332; lot# 74079903; unknown screw; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding loosening & infection involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted shell covered in biologicals material; the liner and a screw are assembled to the shell. -clinician review: no medical records were received for review with a clinical consultant. -device history review: product history review could not be performed as the device lot details were not provided. -complaint history review: a complaint history review could not be performed as the device lot details were not provided. Conclusion: it was reported that the patient was revised due to shell loosening and infection. The device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted shell covered in biologicals material; the liner and a screw are assembled to the shell. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of primary total hip replacement to a competitor revision hip. Reason for revision is loose cup and infection. Original surgery was in 2020.